Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d (part number 10140-100, serial number (B)(4)) was used in a procedure to treat arteriovenous malformations (avms). The settings were pulsed apc, effect 2 at 15 watts. Upon activation, a "pop" was heard indicating a possible bowel explosion. Three (3) perforations were detected in the small bowel approximately 40 cm from the ignition source. To address the perforations, the patient's bowel was resectioned and the patient is now recovering.

Manufacturer narrative:
The system was evaluated at the customer's facility. The units were thoroughly inspected/tested. Specifically, a technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured for the apc. All equipment outputs were found to be within specification. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no equipment related issue was found that would have caused or attributed to the event. It appears that combustible gases (e.g., methane and/or hydrogen) were at such a concentration in the bowel that when diathermy was applied an explosion occurred. Although very rare the complication can occur. Therefore, a "fire/explosion" section in the user manuals of the equipment includes the danger of flammable endogenous gases in the gastrointestinal tract. The account is being made aware of the findings. To further address the issue, additional in-service work was offered to the involved medical staff. Erbe USA, inc. Is now closing the file on this event.